Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: lot number. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the tibial articular surface provisional cracked.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The provisional was returned and examination of the returned part determined that the presence of cracks on stem and gouges on the edges, these are indication of repetitive use. The product was manufactured in 2002 and over a potential field service lifetime of over 14 years, it is unknown how many times the product have been used. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.